Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection at the incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and the patient has recovered without sequelae. The patient noted receiving effective pain relief from the device prior to the device removal.